Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided. Based on technician statement, the nozzle unit of o2 gas module was found physically damaged. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. It remains unknown when the nozzle units were last replaced and whether the customer is following the specified replacement intervals. Therefore, the root cause has not been determined.